Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the guide was bent and unable to insert into the plate properly. There was no patient consequence. There is no further information available. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.8mm combination drill guide f/va-locking and standard. This is report 1 of 1 for (B)(4).